Event description:
The hospital reported that during an endoscopic vein harvesting procedure, wire from the heating/cutting tool inside the jaws of the vasoview hemopro 2 were sticking out. Device never came in contact with patient. There was a patient in the operating room and the intention was to use the device on the patient but it malfunctioned. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/10/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the tip of the hot jaw was observed to be peeled back, exposing the metal tip portion of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted, bent wire" was confirmed as well as for the analyzed failure "peeled; jaw". The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 25163023 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.